Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis nurse reported a patient was hospitalized from (B)(6) 2016 and discharged on (B)(6) 2016 for peritonitis. The patient was having difficulties completing treatments due to the peritonitis causing catheter issues. The patient was transitioned to hemodialysis on (B)(6) 2016. As of (B)(6) 2016, the patient's peritonitis was resolving. Treatment while hospitalized was unknown. Medical records were requested and will not be made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.